Event description:
It was reported that the touchscreen on the system monitor was not responding to touch on the history and alarm buttons. The customer had to keep touching the buttons to get them to register.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the touchscreen not responding on the system monitor was confirmed. The touchscreen was re-calibrated and the unit now functions as intended. The system monitor was tested and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 29apr2005. The unit was issued to the rental / loaner pool on 03mar2006. The unit was manufactured on 31mar2005. Heartmate ii power module instructions for use revision a states if the system monitor screen does not function, call thoratec¿s technical service department. No further information was provided. The manufacturer is closing the file on this event.